Manufacturer narrative:
On (B)(6) 2017: during a follow-up, the customer confirmed changing the cartridge resolved the occlusions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple occlusion alarms. The customer performed multiple infusion set site changes and the occlusion alarms continued. The customer's blood glucose (bg) level was 400mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. The customer was to change their cartridge.